Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined. Rationale. No batch#/sample available

Event description:
It was reported that before use of the bd¿ syringe with bd luer-lok¿ tip, there was and issue with a cracked barrels. There was no report of exposure, injury, or medical intervention.